Event description:
It is reported, the pt learned of the recall through a television advertisement and confirmed the recall status of his implant through his surgeon. The pt reports having pain that extends from the top of his hip down to his knee, swelling in the hip, and numbness on the bottom of his right foot for approx one yr. The pt frequently has a popping sensation in the hip. He has a prominent limp and sometimes need a cane. The pt saw his surgeon on (B)(6) 2012. An MRI and blood test were prescribed. The pt states, he is unable to pay for the testing because he does not have insurance.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be rejuvenate. Add'l info has been requested and if rec'd will be submitted on a supplemental report. Device remains implanted.